Event description:
Per the info provided to co by the physician's office, via co's international rep, the device was removed because the "reservoir was perforated when [the] surgeon was removing fibrosis around it." As reported to co, the entire device was removed.